Event description:
Report received from patient's spouse that the patient experienced withdrawal while at a high altitude. The hcp reported the patient experienced sweating, nausea, vomiting, and diarrhea. The patient "went to ER". The patient is reported to have recovered without sequela.